Manufacturer narrative:
(B)(4).

Event description:
The consumer reported pain at the implantable neurostimulator (ins) site that was occurring daily. It was noted the patient had an unrelated surgery, cautery was used and the device was not turned off. Since that time, the patient had pain at the ins site. There was a recent medical test or electromagnetic environmental exposure. This was related to positional movement as the patient had pain while sitting. The patient had pain and the ins felt like it had moved. This occurred at the ins site and was considered a sudden change in symptoms. The event occurred 3 weeks prior to the report. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.